Event description:
Facility submits the following report pursuant to 21crf803. This report is based on info reviewed which hosp may not have had an opportunity to investigate fully or verify prior to reporting date. This report shall not be construed as an admission that hosp or any of its employees or affiliates caused or contributed to the incident described herein. Pt was supine in bed after lumbar fusion when the head of the bed spontaneously rose, sitting pt up to 80 degrees. Bed was immediately unplugged and pt move to a new bed. Pt sustained no injury.